Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an aortic aneurysm. The saccular aneurysm diameter at the time of implant was 4.3 cm. The case was straight forward without any issue during implant. The vessels were straight forward. The stent grafts were implanted in the normal fashion without any issues. The pt had an ischemic colon and the physician performed a colon resection. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (vessel occlusion). Results/conclusion: (lack of info, unk cause of event).